Event description:
The consumer reported that the circumstances that led to the first stimulator needing to be replaced after 6 years was that the battery died. There were no symptoms related to the first stimulator needing to be replaced after 6 years. However, it was reported that the batteries never last as long as they should. Relevant medical history includes non-malignant pain.

Event description:
Additional information was received reporting that the battery had never worked right and had died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.